Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the operating room for a scheduled generator replacement due to normal eri. During the procedure after opening the sub-pectoral pocket it was discovered that due to being tightly wound around the device the rv lead had a minor insulation damage. The damage had not caused any issues with the function of the rv lead. The physician decided to use a suture sleeve to repair the damage during the procedure prior to connecting it to the new generator. The procedure concluded successfully with the patient having remained stable before, during, and afterwards.